Event description:
Boston scientific received information that during a follow-up, it was noted that this right ventricular (rv) defibrillation lead exhibited oversensing and noise when the patient moved. Inhibition of pacing was noted, but it did not result in asystole for longer than two seconds. The suspected cause of the oversensing and noise is a lead fracture. This lead was surgically abandoned and a new rv defibrillation lead was successfully implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.